Manufacturer narrative:
This report is being filed to provide in investigation: further evaluation of this event has determined that the device did not causeor contribute to a death or serious injury, nor is there a likely potential for death or serious injuryassociated with this event based on additional investigational information. During customer follow-up, it was confirmed that the wbc count was below <5x10^6.the device history records (DHR) were reviewed for this lot. There were no events noted in thedhr that would have contributed to the elevated wbc count experienced by the customer.the run data file (rdf) was analyzed for this event.root cause: run data file analysis showed that the platelet product could not be labeled asleukoreduced and verification messages were shown at the end of run summary screens for thefollowing reasons: centrifuge stopped, detected concentration too low, and potential wbccontamination detected. Signals from the run data file showed a mixture of air and fluid waspassing the rbc detector after the platelet valve opened for collection, leading to the potentialwbc contamination detected verification message. Signals from the run data file also showed thatplatelets did not exit the lrs chamber until after the operator stopped the centrifuge at 50minutes into the procedure, leading to the detected concentration too low and centrifugestopped verification messages. It is possible, though not conclusive, an air block or physicalocclusion was present in the platelet line. The centrifuge stop was able to either clear the airblock or the operator was able to correct the loading error within the centrifuge that contributedto this failure.

Event description:
The platelet collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing; therefore, no patient information is reasonably known at the time of the event. Donor unit ID: (B)(6). The wbc count is not available, at this time. The platelet collection is not available for return because it was discarded by the customer.